Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a cracked pump head module encoder collar was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a cracked tube load motor collar. The pump head module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed the device has not previously been sent in for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a cracked pump head module motor collar. It is unknown when this event occurred but was reported to have occurred in the general patient ward. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.